Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that he insulin pump was alarming during normal use and was not able to upload to (B)(4). Check insulin pump alarm history and found multiple alarms. Advised to discontinue use, return the insulin pump and to revert to a back up plant. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).